Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Pcr results not provided.

Event description:
User reported false positive result. Patient received negative pcr results.

Manufacturer narrative:
The patient provided negative pcr results compared to prior initial report when no pcr results were provided

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Pcr results not provided.